Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had recently been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 400 mg/dl. During troubleshooting, no malfunction of the insulin pump was found. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.